Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the superior labral anterior posterior surgery that the anchor dislocated from the bone. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation regarding anchor dislocation during a superior labral anterior posterior (slap) surgery could not be confirmed. Due to device contamination, only a visual evaluation was performed. Photographic evidence provided for device ar-3602-1, batch number 15394338, showed torn sutures; however, no images were submitted that demonstrated anchor dislocation. Based on the available information¿which may include the returned device (if applicable), photographs, videos, event descriptions, and any additional field data¿arthrex determined the most probable cause of the reported failure. The most likely root cause may be attributed to misaligned insertion and/or prying or leveraging of the device during insertion.